Event description:
A patient specific implant request form was received for the patient's right hip. Noted on the form: "patient requires component revision of an existing abg hip replacement. Failed right total hip replacement due to polyethylene wear. Requires revision hip replacement to change acetabular shell. As the current abg stem is stable, heads are required to retain this stem and avoid unnecessary femoral revision."

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided.   Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.